Manufacturer narrative:
(B)(4). Concomitant medical products: - bmt 360 tib tray 75mm, catalog #: 185204, lot # 029780. Van ps open intl femlt 67.5, catalog #: 183130, lot #: j3903135. Series a pat std 37 3peg, catalog #: 184768, lot #: 666080. Biomet smooth kneestems 12x40, catalog #: 145002, lot #: 592030. Bmt 360 tib sm cruciate wing, catalog #: 185650, lot#: 727410. The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were reported for this event. 0001825034-2017-04389, 0001825034-2017-04391, 0001825034-2017-04392, 0001825034-2017-04393, 0001825034-2017-04394. Remains implanted.

Event description:
It was reported that the patient underwent an irrigation and debridement eighteen days post implantation due to wound dehiscence and persistent drainage. During the procedure the patient's knee was manipulated. The surgeon does not believe the knee was infected. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.